Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the electrode belt failed an ECG fall-off test. The cause of the failure was isolated to a pinched pulse wire in the cable connecting the dn to rear therapy electrodes (te). The pinched wire caused the short. The root cause for the pinched pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages.